Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the teflon pad of the device detached itself. It fell inside the patient's abdomen but surgeon succeeded in removing the complete pad from the patient. The case was completed by using another device.. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.